Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Based on the photo evidence, the complaint of a torn and detached pilot balloon is confirmed. The image shows that the blue pilot balloon is completely torn and separated from the inflation line at the proximal connection point, with the torn component and red plug missing. The edges of the tears appear uneven, indicating it was not a clean cut caused by a sharp object. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the hcps have identified, the breakage in the assembly of inflation pilot baloon & manual vent during the proseal insertion on the patients in the first use. Associated complaints: 3009307931-2025-00025, 3009307931-2025-00023 and 30093 07931-2025-00022."

Event description:
It was reported that: "the hcps have identified, the breakage in the assembly of inflation pilot balloon & manual vent during the proseal insertion on the patients in the first use. Associated complaints (B)(4)."

Manufacturer narrative:
(B)(4).